Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A field service representative investigated the device and could reproduce the reported issue. He found out that the stirrer motor was blocked and that the distribution and processor boards were damaged. The patient bridge and the boards were replaced and the issue was solved.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associate to the stirrer motor during procedure. There was no report of patient injury.